Event description:
A us distributor reported that a monitor displayed a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor did not pass essential performance testing. The cause of this was due to a shorted c1 component on the ca board. The root cause of the shorted c1 capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.